Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity." Device remains implanted.

Event description:
Patient underwent a total shoulder arthroplasty and approximately 14 days post-implantation experienced 2 mm of glenoid component radiolucency reported in zones 1 & 2 at the 2-week visit. No further information has been provided.